Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233212. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, with the sample provided our engineers were able to determine that the root cause for this event was a tracking, or insertion, of the cannula through the safety device. This can occur when the machinery is not properly centered. To address this issue we are investigating the cylinder pressure setting at this production station, to identify an automated rejection of any units that exceed pressure limits that indicate a misalignment.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse found that the safety shield mechanism cannot be activated when retracting the needle. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nurse found that the safety shield mechanism cannot be activated when retracting the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse found that the safety shield mechanism cannot be activated when retracting the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nurse found that the safety shield mechanism cannot be activated when retracting the needle.